Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes the lens had tore before/during loading. Intraoperatively the lens was removed and replaced with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.